Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing shocking stimulation. The patient underwent an explant procedure, and the explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.